Event description:
It was reported that following a trial procedure, the patient was experiencing severe left knee pain. It was noted that the pain began immediately after lead placement. The physician believed that this was not device related. The patient underwent a lead pull procedure and was doing well post-operatively. The explanted leads were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: 7149397.